Event description:
Following completion of a tonsillectomy/adenoidectomy/bilateral myringotomy surgery and awakening from anesthesia, the pt was noted to have a burn inside his mouth, as well a small area of burn on the skin lateral to the oral commissure. Inspection of the disposable monopolar suction coagulator handpiece revealed a 2 mm area of defective insulation.